Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the event description; it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The patient's anatomy was moderately tortuous, moderately calcified and 90% stenosed; these anatomical features most likely contributed to the balloon rupture. The investigation did not identify any indication of any design or manufacturing issue.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in a moderately tortuous and moderately calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured in the proximal area in a form of a pinhole at 6atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. There were no complications reported and patient is in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in a moderately tortuous and moderately calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured in the proximal area in a form of a pinhole at 6atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. There were no complications reported and patient is in good condition after the procedure.